Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the ventricular leadless pacemaker exhibited failure to capture. The device was retrieved, and its helix was noted to have sprung when checked outside the patient's body. The device was not used, and a new one was successfully implanted. While implanting the atrial leadless pacemaker, once fixated, the device prematurely separated from the delivery catheter. The atrial device was retrieved and its implant abandoned. Only a ventricular leadless pacemaker remained implanted. There were no patient consequences.